Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that three days post implant, the patient complained of a pricking sensation and perforation was re- vealed via x-ray and computed tomography (CT). The lead was removed from the right ventricular apex and repositioned at the right ventricular septum.